Event description:
According to the facility on (B)(6) 2024, the syringe was found broken inside the pack before surgery. There was one broken, flange/finger grip off the syringe.

Manufacturer narrative:
According to the facility on (B)(6) 2024, the syringe was found broken inside the pack before surgery. There was one broken, flange/finger grip off the syringe. This syringe was thrown away and they used a syringe from their own stock and completed the surgery. There was no patient involvement. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(6) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.